Event description:
It was reported that balloon rupture occurred. A 20mm x 3.00mm nc quantum apex balloon catheter was advanced for dilation. However, during inflation, the balloon burst without exceeding the maximum rupture pressure. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.